Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, the insulin pump had alarmed motor error during rewind. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.